Event description:
Consumer alleges that the metal adjustment knob on the legs of this chair are rusted and after eleven years of use has broken. Consumer would not provide a phone number for this form.